Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd¿ pen needles 32g x 4mm (6000 count) was stated to be defective. The following information was provided by the initial reporter: hi, this has reference to the inferior quality needles manufactured by your company. I had already complained once to (B)(6) 1mg but there was no solution, just an apology as evident in the trail mail. I ordered a few needles last week from xxxx medical store. I have attached a pic for your reference. In this pack also 1 needle out of 2 used so far has been defective. In the previous pack also 1 needle out of 5 was defective. So has been the case with orders from (B)(6) 1 mg. I have a feeling that a defective lot has been supplied in the market where 1 needle in each pack is defective. I need a refund of at least 5 packs failing which I will be forced to escalate this matter at the appropriate forums to expose this wrong doing by your company. Please revert urgently with solution.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd¿ pen needles 32g x 4mm (6000 count) was stated to be defective. The following information was provided by the initial reporter: hi, this has reference to the inferior quality needles manufactured by your company. I had already complained once to tata 1mg but there was no solution, just an apology as evident in the trail mail. I ordered a few needles last week from xxxx medical store. I have attached a pic for your reference. In this pack also 1 needle out of 2 used so far has been defective. In the previous pack also 1 needle out of 5 was defective. So has been the case with orders from tata 1 mg. I have a feeling that a defective lot has been supplied in the market where 1 needle in each pack is defective. I need a refund of at least 5 packs failing which I will be forced to escalate this matter at the appropriate forums to expose this wrong doing by your company. Please revert urgently with solution.